Event description:
As reported by the sales rep per the user facility: clip did not activate when withdrawn from hub and nurse stuck herself after IV start. Normal facility post exposure protocol followed. Additional information provided by the facility indicated the nurse is fine and all protocol bloodwork testing performed has been negative.

Manufacturer narrative:
The actual device in the incident was discarded and was not returned to the manufacturer to be evaluated. Without the sample, a thorough evaluation could not be performed. No specific conclusion can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should have be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, b. Braun medical industries (B) (4), in (B) (4).